Event description:
After 3 passes the midline osteotome became stuck in hard sclerotic bone during cavity creation and was not able to be removed. After repeated attempts to try to remove the device, the outer sleeve of the midline osteotome broke off and remained in the patient's vertebral body and pedicle.

Manufacturer narrative:
A review of the material specifications (B)(4), the material of the vertecor midline osteotome 3.0, pn3765 confirmed that the tip of the device is made from medical grade 316 stainless steel; similar to pedicle screws, commonly used as permanent implants in fusion spine surgery.